Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, and the excessive no delivery test. No prime or fill anomaly noted. The device was able to deliver multiple test boluses. No bolus anomaly noted. The device alarmed motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed motor test. The device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and the customer could not get past the set bolus screen. The customer's blood glucose was 300 mg/dl. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.